Event description:
The customer reported that the device "power suddenly turns off during use and will not turn on." There was no patient impact or consequence reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Device not returned.

Manufacturer narrative:
The returned device was investigated. The device did not power on using dc power due to a missing battery. While using ac power, the device powered on but shut off and blinked. The internal inspection found a loose cable connector between the connectivity to instrument board which caused the power off issue.

Event description:
The customer reported that the device "power suddenly turns off during use and will not turn on." There was no patient impact or consequence reported.